Event description:
It was reported that the ventricular lead exhibited intermittent loss of capture and impedance issues. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.